Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extreme fatigue, palpitations, pre-syncope, arrhythmia and bradycardia. It was confirmed by chest x-ray that the right ventricular (rv) lead dislodged. The lead was explanted and replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.